Event description:
It was reported that the patient¿s stimulation was turned off again and his legs were hurting. The patient reported a shocking or jolting sensation. The patient stated that the device was shocking him a little bit then it turned off during the night. The patient stated that because stimulation turned off his legs were hurting. The patient had charged the device the ¿day before yesterday.¿ the patient synced with the implantable neurostimulator (ins) using the patient programmer and reported seeing the therapy screen including stimulation on icon. The patient stated that he had stimulation at 3.70 and it was working fine. The patient turned up stimulation to 5.9 and wasn¿t able to feel stimulation. The patient stated that he had not had any falls or trauma. The patient stated a month prior to report the device shut itself off and the manufacturing representative was able to get it going again. The patient stated that if he moved a certain way or walked he could feel a little shocks and then it went away. The patient stated that he picked up some pecans on the day prior to report.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).